Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient was implanted with an unknown stryker hip on the left side in 2008 by surgeon. The claimant was revised in (B)(6) 2012 for pain and a reaction to metal wear debris. In (B)(6) 2014, following revision, the claimant experienced a dislocation of the revision product. The claimant is scheduled for a second revision on (B)(6) 2014

Manufacturer narrative:
Reported event: an event regarding pain involving a accolade stem was reported. The event was confirmed through medical review. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -clinician review: the provided medical records were submitted to a clinician for review who indicated that: "an office visit of november 6, 2008 notes she complains of multiple pains "primary neck and back ... Has been to pain center"[¿] on august 20, 2009 she was seen complaining of right trochanteric pain and low back pain. [¿] on february 7, 2012 an office note states, "complains of chronic low back to right hip, groin, buttock, greater trochanter ... Aching, burning, deep pain and needles". A recent diagnosis of fibromyalgia is noted and x-ray showed "bilateral total hips well placed ... No signs of mechanical problems". When seen on march 21, 2012 she complained of eczema ... Pain meds up to ten a day ... Chronic right hip pain. [¿] on november 12, 2012 the patient was admitted for right hip pain and on that same date a revision of the right total hip arthroplasty was performed for a diagnosis of chronically painful right total hip. The operative report notes general anesthesia and the use of the previous posterolateral approach. The report also notes, "all workup negative with normal inflammatory markers and hip aspiration ... Copious yellow appearing fluid ... Fibrotic replacement of muscle sleeve around the hip ... Gluteus medius tendon essentially avulsed from greater trochanter ... Attached only 30% ... Components optimally positioned. [¿] no examination of the explanted components from either revision surgery is available for review and there is no description of "metallosis with fretting and corrosion at the morse taper" as noted in the second revision surgery as having been present two years earlier at the first revision. There are no implant labels or specific listing of all components. There are no surgical pathology reports from either revision and no reports of elevated cobalt and chromium ion levels or specific radiographic evidence of altr, pseudotumor or trunnionosis. Multiple trochanteric injections and one hip aspiration could have contributed to the findings described at surgery. In this patient with narcotic dependency and multiple site fibromyalgia pain, a description of a normal non-antalgic gait and two revision surgeries with well-fixed and properly positioned components, there is no evidence that factors related to her primary or revision surgery hip components were responsible for this clinical situation." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that patient was revised for pain and a reaction to metal wear debris. Provided medical records were submitted to consulting clinician who indicated that patient was revised due to chronically painful right hip. No examination of the explanted components is available for review. There are no surgical pathology reports and no reports of elevated cobalt and chromium ion levels or specific radiographic evidence of altr, pseudotumor or trunnionosis. Multiple trochanteric injections and one hip aspiration could have contributed to the findings described at surgery. In this patient with narcotic dependency and multiple site fibromyalgia pain, a description of a normal non-antalgic gait and two revision surgeries with well-fixed and properly positioned components, there is no evidence that factors related to her primary or revision surgery hip components were responsible for this clinical situation.no further investigation can be performed at this point of time. A trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient was implanted with an unknown stryker hip on the left side in 2008 by surgeon. The claimant was revised in (B)(6) 2012 for pain and a reaction to metal wear debris. In (B)(6) 2014, following revision, the claimant experienced a dislocation of the revision product. The claimant is scheduled for a second revision on december 18, 2014